Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 29aug2019. The field service engineer (fse) was unable to verify or duplicate the reported problem. The fse performed a performance verification test (pvt). Unit passed pvt and the unit has been returned to service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported heated filter is very hot. The customer reported that the unit was in use on patient, but there was no patient harm reported.